Manufacturer narrative:
The device will be returned to the manufacturer for evaluation as part of the complaint investigation. The results of the investigation will be sent to FDA within thirty days of completion via follow-up MDR.

Event description:
Catheter was ruptured for 2 separate parts, doctor found hematoma on children's skin, he decided to remove catheter and he remove only part of catheter. About 17 cm of catheter was lost in the vein of baby. The fragment was removed surgically.

Manufacturer narrative:
Sudden rupture of the silicone catheter tubing hints to a pressure burst. Route cause probably is an overload of bolus pressure above 1.2 bar. The user obviously ignored the warning in the product's regarding the maximum bolus pressure of 1.2 bar. This is the first complaint received for batch no. (B)(4).

Event description:
Catheter was ruptured for 2 separate parts, doctor found hematoma on children's skin, he decided to remove catheter and he remove only part of catheter. About 17 cm of catheter was lost in the vein of baby. The fragment was removed surgically.